Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6f sal 1.0, stent: synergy 4.0/16. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid-right coronary artery that was moderately tortuous, mildly calcified and 75% stenosed. A non-abbott stent was deployed. Then, the nc trek 4 x 12 mm balloon catheter (bdc) was advanced for post-dilatation but the balloon ruptured during the second inflation at 10 atmospheres. The bdc was replaced with a non-abbott balloon to complete the procedure. The device was prepped according to the instructions for use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.